Manufacturer narrative:
Correction: updated summary to concomitant product. Updated stryker spine-leesburg to k2m, inc. No issue related to the reported event was found with the yukon oct polyaxial screw; therefore, it is a concomitant product. The issue lies with the yukon oct screw inserter. An investigation was performed on the contributing product (mrn # 3004774118-2019-00120).

Event description:
A yukon screw inserter "stuck" to the screw while inserting at the right c3, causing the surgeon to apply additional force. This force broke through the lateral mass which made it essential to extend the construct up to the right c2 resulting in a 10 minute surgical delay. This record captures the polyaxial screw . It was determined that the yukon oct polyaxial screw had no cause to the adverse event and that the device did not malfunction. Therefore, this device is a concomitant product.

Manufacturer narrative:
Status and location of the device are currently unknown.

Event description:
A yukon screw inserter "stuck" to the screw while inserting at the right c3, causing the surgeon to apply additional force. This force broke through the lateral mass which made it essential to extend the construct up to the right c2 resulting in a 10 minute surgical delay. This record captures the polyaxial screw.